Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary, the device was received and evaluated at the service center. The reported complaint that the device did not work, was confirmed. The following defects were found during evaluation . Cable resistance value out of tolerance limits. Keyboard resistance value out of tolerance limits. Motor rotation blocked (rusted motor). The motor, keyboard and motor cable were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the motor, causing it to not turn. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the defective motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/13/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in france that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor rotation was blocked on the device as its motor was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.